Event description:
I accidentally took a corega denture tablet [accidental device ingestion]. It's coming up my throat [regurgitation of medication]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a patient who received denture cleanser (corega tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega tablets. On an unknown date, an unknown time after starting corega tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and regurgitation of medication. The action taken with corega tablets was unknown. On an unknown date, the outcome of the accidental device ingestion and regurgitation of medication were unknown. It was unknown if the reporter considered the accidental device ingestion and regurgitation of medication to be related to corega tablets. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer on 16dec2022. The consumer reported that, "I have a question. I accidentally took a corega denture tablet. I meant to drink an effervescent vitamin c. What should I do, as its coming up my throat. Please offer me a piece of advice."

Manufacturer narrative:
Argus case ID: (B)(4).